Event description:
Procedure: laparoscopy. Reportedly, at the end of the case, as the surgeon was about to close the pt, the scrub nurse realized a portion of the cannula was missing. A device was reinserted and the piece retrieved from the pt cul-de-sac. No pt injury reported.